Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer's adc freestyle libre sensor provided "normal" results when compared to readings obtained via finger stick. The sensor provided results "around 100 mg/dl" and customer "didn't take insulin for three days". On (B)(6) 2019, customer experienced vomiting and abdominal pain and was seen at a hospital where he was determined to be in a state of ketoacidosis. Customer was hospitalized and discharged on (B)(6) 2019, however information regarding treatment was not provided. Blood glucose results of 380 mg/dl and 400 mg/dl were reported, however the device is unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors, the investigation showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller reported the customer's adc freestyle libre sensor provided "normal" results when compared to readings obtained via finger stick. The sensor provided results "around 100 mg/dl" and customer "didn't take insulin for three days". On (B)(6) 2019, customer experienced vomiting and abdominal pain and was seen at a hospital where he was determined to be in a state of ketoacidosis. Customer was hospitalized and discharged on (B)(6) 2019, however information regarding treatment was not provided. Blood glucose results of 380 mg/dl and 400 mg/dl were reported, however the device is unknown. There was no report of death or permanent injury associated with this event.